Manufacturer narrative:
On may 02, 2024, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection and microscopic examination of the device. Visual analysis of the returned sample revealed that the breast implant was found to have three (3) tears, tear (a) between the union of the shell and bladder extended to the posterior view, measuring approximately 4.0 cm, and tear (b) and (c) on the anterior view, both measuring 0.4 cm. Microscopic examination was performed on the edges of the tears, and parallel striations were found in an area of the tear (a) on the anterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the tissue expander shell. The cause in the remaining area of the tear (a), and the whole tear (b), and (c) could not be identified. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. According to the manufacturing investigation, per the evaluation performed and data records reviewed on the complaint device, the tear/hole reported on this product complaint is not able to be confirmed as a manufacturing defect. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of tissue expanders include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 26, 2024, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery with implantation of a 550cc mentor cpx 4 breast tissue expander. Post-operatively, the patient was diagnosed with a deflated tissue expander of an undisclosed side by a medical professional. As a result, the patient underwent removal and replacement with an undisclosed permanent breast implant (B)(6) 2023. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On january 11, 2024, mentor completed an evaluation on an image that was provided of the suspect medical device. Upon visual evaluation of the image provided in the complaint, the tissue expander appears deflated and rented. Manufacturer¿s reference number: (B)(4).